Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The patient side manipulator (psm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit tested on an in-house system and failed on power up. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, error 23034 occurred on patient side manipulator (psm) 3. The customer was unable to clear the error by pressing the recover button or performing a power cycle. The technical support engineer (tse) recommended to disable the psm. The procedure continued as planned with no reported injury.